Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely degradation led to the issue of the cable unit outer cover coming off. It is likely a leak and fracture led to the remaining issues which led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited internal oil leaking out, a damaged/fractured housing unit, and the cable unit outer cover came off. There was no patient involvement.